Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's blood glucose reading was 500 mg/dl and she had diabetes ketoacidosis. Her health care provider advised a trip to the emergency room and troubleshooting on her insulin pump. The customer's mother was able to treat her at home with manual injections and boluses. Standard troubleshooting was performed and the insulin pump failed the high pressure test twice. The customer's mother was advised to revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).